Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1al5v, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Device available for evaluation: yes, return date: 2/28/17, device not yet evaluated. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead (B)(4) found no significant anomaly. The conductor was crushed and the distal end of the lead was stretched. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1al5v, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that on (B)(6) 2017 the lead was no longer working. The device worked for a month and then the patient felt all of their symptoms return. The patient felt the stimulation down their leg and felt cramping in their calf muscles and toes. It was noted that the patient could not think of any environmental/external/patient factors that could have led to the issue. Impedance tests were fine and program changes did not help to relieve the leg stimulation. The lead was explanted and replaced. The rep has the lead and would return it for analysis. The issue was resolved at the time of the report and the patient was noted to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.